Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6) the 9733235 perc pin instrument was returned to the manufacturer for evaluation. As reported, the returned perc pin had a tight fit into several mating parts on the test bench. The cross pin measures 1.84mm and should not be wider than 1.55mm per spec. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used for a sacroiliac and thoracolumbar procedure. It was reported that there was an issue regarding a perc pin during surgery, as the instrument was defective. When attempting to insert the perc pin into the reference frame, the manufacturer representative stated that the side adapter was too large to fit. As a result, a different perc pin was brought in and was inserted without issue. There was less than an hour delay to the procedure and no impact to patient outcome. It was confirmed how the instrument got damaged. The perc pin was not damaged during the case, and it appeared the pin was manufactured incorrectly as the side adapter was too large to fit over the slots of the cross pin tap cap as well as the percutaneous reference cross pin frame. The ¿defect¿ was noticed by the physician when he attempted to place the pin on the cap before it w as inserted into the patient at the very beginning of the transforaminal lumbar interbody fusion (tlif) case.